Event description:
The customer reported that during an erythrocyte exchange on a pt with malaria at the intensive care service, the replacement volume of 2000 ml was not injected in its entirety, even though the machine indicated that 2000 ml was replaced. The amount replaced was <1000 ml. There were no alarms during the procedure. The collection volume was correct (2000 ml). The pt was monitored in intensive care and was transfused two units of red blood cells after the procedure. Pt info is not available at this time. The disposable set is not available for return for eval because the customer discarded it. This report is being filed due to medical intervention in the form of the transfusion of the two units of red blood cells.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). Investigation evaluation and corrective actions are in process. A f/u report will be provided.